Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue and noted that due to not receiving the product, he experienced a medical event. The customer initially reported the adc freestyle libre sensor fell off and a replacement product was ordered. However, due to a delivery issue involving the replacement product, the customer was unable to obtain his blood glucose reading and experienced symptoms of weakness, dizziness, headache, and a loss of consciousness. There was no report of self-treatment or third-party treatment as no further information was provided. There was no report of death or permanent impairment associated with this event.